Manufacturer narrative:
Patient age reported as (B)(6). Additional product code: hwc. Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cortex screw was broken during surgery. Broken piece of the cortex screw was remained in the patient¿s body. There was a one minute delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: we have received this cortscr ø3.5 l18 ti sent back to us for investigation. The screw is broken just one pitch below the head. The recess is in full working condition. Like reported the shaft of the screw remained in patients bone and was not returned. Too much force or/and wrong insertion angle by inserting of this screw might have caused this breakage we do assume. Reviewing the device history record (DHR) showed no deviation to the print specifications. The screw was manufactured in october 2014. No product failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece that remained in the patient¿s body was the tip of the broken screw.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.